Manufacturer narrative:
D9: device was received on 7/19/2024. One device was received for repair in used condition. Service history review identified that the device was last serviced 17-apr-2020 for an issue related to "syringe port cracked." Customer¿s reported problem, system fault, was verified by functional inspection. The cause is due to an intermittent motor. Replaced the motor to correct the issue. The pump device passed all functional tests after the repair.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no patient involvement, and no harm/adverse event reported.